Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to reproduce the reported "fatal" error however an error was found in the error logs and the hard drive was reconfigured and the software reloaded. Analysis also found that the stylus was broken but functional and that the system fan was noisy. Both were replaced and the stylus calibrated. (B)(4)

Event description:
It was reported that the programmer screen went blank and a "fatal error" statement appeared. Follow-up determined that it occurred during a device check and that the programmer had to be changed out. The programmer was returned for service. No patient complications have been reported as a result of this event.